Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify pump error 37 alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. The device will be returned for analysis.